Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: a result of 323 mg/dl or 325 mg/dl at 7:00 a.m. (Active system), 120 mg/dl at 7:05 a.m. (Performa system), 152 mg/dl at 10:20 a.m. (Active system), and 80 mg/dl at 10:23 a.m. (Performa system). No adverse event reported. The performa test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 323 mg/dl at 7:00 a.m. (Active system), 120 mg/dl at 7:05 a.m. (Performa system), 152 mg/dl at 10:20 a.m. (Active system), and 80 mg/dl at 10:23 a.m. (Performa system). No adverse event reported. The performa test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.